Manufacturer narrative:
No unexpected button error alarms or scrolling of numbers noted during testing. Intermittent button response on the up arrow button due to corroded keypad traces noted during testing. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker was found on the insulin pump during testing. (B)(4).

Event description:
The customer reported via phone call that numbers were scrolling up when entering carbs and received a button error alarm. The customer's blood glucose was 85 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.